Event description:
An anterior lumbar interbody fusion/posterior lumber interbody fusion (alif/plif) at l4-l5,l5-s1 was revised on (B)(6) 2013 due to non-union. Surgeon first did the anterior side, drilled out and removed the musculoskeletal transplant foundation (mtf) allograft spacers at both levels, and revised to synfix at l4-l5, and l5-s1. The patient was then flipped for the posterior revision. On the posterior side, the left side both the l4 and s1 screws the caps were loose. On the right side, the cap of the s1 screw was loose. There was a significant amount of wear on the rods. Surgeon chose to remove all 6 screws, 2 rods, and 6 caps rather than tighten the loose caps because the construct may have lost integrity. The plif revision was matrix construct with larger diameter screws, same size rods, and caps. This is report 4 of 14 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was implanted on an unknown date. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.